Event description:
Customer was disinfecting a flexible scope. While flushing she splashed cidex activated dialdehyde in to her eye. She was not wearing any eye protection as described in the product labeling. She was seen by a physician, who noticed a small chemical burn to the eye. She was given antibiotics for the eye. A follow up phone call indicated that she was fine.